Event description:
It was reported that the customer experienced a blood glucose (bg) level of 576-577 mg/dl with high ketones resulting in diabetic ketoacidosis; cause was not known. Healthcare provider identified the ketone level as dangerous. Reportedly, the customer administered a manual injection and a glucagon injection, delivered a bolus via pump, consumed carbohydrates, and performed self-treatment with potassium chloride, sodium chloride, and glucose to address bg level. Customer was admitted into the emergency room (ER) and was subsequently hospitalized. Customer was treated with saline and insulin fluids. Customer was released from the hospital on (B)(6), 2022, with the issue resolved. Customer did not sustain any permanent damage. At the time of the event, no issues were observed with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.